Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) is pace-dependent and was feeling dizzy this morning. The same day, the patient went to see the health care professional (hcp). Technical services (technical services (ts) discussed the crt-p is unexpectedly operating in safety mode, and advised device replacement. The hcp notified the physician and the field representative to schedule a device changeout, and informed of the plan to drop a temporary wire for backup pacing during the procedure. At this time, about four weeks later, the device remains implanted and in service. No adverse patient effects were reported. This report will be updated when additional pertinent information is received.

Manufacturer narrative:
Correction to field h1: type of reportable event - serious injury. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Although there is no evidence of device explant, this malfunction is likely to lead to early intervention resulting in serious injury.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) is pace-dependent and was feeling dizzy this morning. The same day, the patient went to see the health care professional (hcp). Technical services (technical services (ts) discussed the crt-p is unexpectedly operating in safety mode, and advised device replacement. The hcp notified the physician and the field representative to schedule a device changeout, and informed of the plan to drop a temporary wire for backup pacing during the procedure. At this time, about four weeks later, the device remains implanted and in service. No adverse patient effects were reported. This report will be updated when additional pertinent information is received.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: correction to field h1: type of reportable event - serious injury this particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Although there is no evidence of device explant, this malfunction is likely to lead to early intervention resulting in serious injury.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) is pace-dependent and was feeling dizzy this morning. The same day, the patient went to see the health care professional (hcp). Technical services (technical services (ts) discussed the crt-p is unexpectedly operating in safety mode, and advised device replacement. The hcp notified the physician and the field representative to schedule a device changeout, and informed of the plan to drop a temporary wire for backup pacing during the procedure. At this time, about four weeks later, the device remains implanted and in service. No adverse patient effects were reported. This report will be updated when additional pertinent information is received. Criteria was met for CAPA-00006167: ingenio battery high impedance. Additional information was received detailing that this device was explanted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) is pace-dependent and was feeling dizzy this morning. The same day, the patient went to see the health care professional (hcp). Technical services (technical services (ts) discussed the crt-p is unexpectedly operating in safety mode, and advised device replacement. The hcp notified the physician and the field representative to schedule a device changeout, and informed of the plan to drop a temporary wire for backup pacing during the procedure. At this time, about four weeks later, the device remains implanted and in service. No adverse patient effects were reported. This report will be updated when additional pertinent information is received. Additional information was received detailing that this device was explanted. This device was returned to boston scientific for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Correction to field h1: type of reportable event - serious injury this particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Although there is no evidence of device explant, this malfunction is likely to lead to early intervention resulting in serious injury.